Event description:
Battery pack cord was cut at the end of the procedure. Battery pack was placed in plastic container. One week later, a staff member noticed smoke coming from the container. The battery pack cord began emitting flames. There was no pt involvement.